Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a blank display. The ventilator was not in use on a patient at the time of the reported e vent. A non-medtronic/covidien servicer provider inspected the device found that there was a loose connection in the graphical user interface (gui) serial port. The non-medtronic/covidien service provider properly connected the loose connection and the issue was resolved. The unit passed all testing.